Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a temperature sensing error.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. Checked & found manifold assembly of the instrument faulty. Replaced manifold assembly & found temperature error resolved. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a temperature sensing error. As per follow up information received via email on 11dec2023. Device was sent to bd approved facility. Issue resolved after replacing valve manifold.

Event description:
It was reported that the arctic sun device had a temperature sensing error. As per follow up information received via email on 11dec2023. Device was sent to bd approved facility. Issue resolved after replacing valve manifold.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. The device was evaluated upon receipt. Checked & found manifold assembly of the instrument faulty. Replaced manifold assembly (part number 403078) & found temperature error resolved. Verified functioning of instrument & found ok, instrument able to maintain temperature within normal range/target. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,e,f,h. H11: the actual/suspected device was inspected.